Event description:
I visited doctor (B)(6) office, (B)(6) 2013 to get ozone therapy to cure lyme disease. After three treatments on (B)(6) 2013, I had bad reaction and lost consciousness. Ems took me to (B)(6) hospital center. I was a few days in coma, I lost memory, I couldn't recognize my family and friends. I was released from hospital on (B)(6) 2013 to be treated at home for neurology problems, body balance and others disorders. (B)(6) center. Dr.(B)(6) .